Event description:
Manufacturer's representative reported the hcp was suspecting an inflammatory mass in a patient. No specific symptoms, or therapy details were reported. Information later obtained from the hcp confirmed the patient had an MRI and no granuloma was present. The patient is scheduled to have a catheter replacement.